Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the renasys go cannot operate on ac or battery and cannot recharge the battery because the dc inlet port was broken. No patient involved, found during service and repair.

Event description:
It was reported that the renasys go cannot operate on ac or battery and cannot recharge the battery because the dc inlet port was broken. No case reported; therefore, there was no patient involvement.